Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. During the procedure, the patient developed a pericardial effusion which required a pericardiocentesis. The patient was stabilized and transferred to the critical care unit for observation. There is no further information about the hospitalization, if any additional intervention was performed, nor if the procedure was completed. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The product has not been returned. The product investigation is pending.

Manufacturer narrative:
The product was not returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: (model and serial number unk). Stockert 70 system: (model# m-5463-01, ser# st-(B)(4)). Cool flow pump: (model# m-5491-02, ser#(B)(4)). Webster cs: (model# d-1353-04-s, lot# 16093861m). Webster cs catheter:: (model# d-1263-07-s, lot#15776765m). Soundstar catheter: (model# m-5723-05, lot#unk). (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)